Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported in the first couple of years of using their device they stopped feeling stimulation, but later stated they felt some kind of sensation. It was further reported about four months ago therapy stopped helping the consumer¿s symptoms and if they heard water running they had to pee. No further complications were reported. Relevant medical history includes ¿interstim-other.¿ additional information was received from a consumer. The patient stated that they could not get the device to work and every time they heard water they had to pee. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not working, and the patient asked if the battery could be dead. When asked to clarify, the patient stated that ¿everything was fine¿ with the device, they ¿just stopped using it,¿ they quit using it; this was conflicting information. Battery life was reviewed and the patient was sent listings of local healthcare provider¿s as the mentioned that their old healthcare provider had passed away. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the when the patient went through airport security no alarms went off which caused the patient to wonder if the "thing" was dead. Additionally, when the patient brushes their teeth or uses "dental pic water floss" they urinate. According to the letter from the patient they were going to contact someone for an appointment in (B)(6) and reported that their "guy goes to same building for heart treatment" although what was meant by this statement is unknown. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.